Event description:
It was reported that a minimum fill notification occurred after the user reloaded a cartridge with 80-120 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The cartridge was changed to address the issue and insulin delivery was resumed.